Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct.

Event description:
The patient complained pain 16 months after the operation and the patient was treated with intra-articular cleansing and antibiotics for 6 months but since there was no improvement, all the devices were removed.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.